Event description:
It was reported that after an unspecified procedure, arteriotomy closure of a common femoral artery was attempted using a starclose se device. Reportedly, during thumb advancer/exchange sheath spitting, the thumb advancer could not be fully advanced the last inch. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.